Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, there is no problem in the postoperative course.

Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a scratch on the intraocular lens (iol) optic after implantation. The lens was removed and replaced prior to surgery completion.

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).